Event description:
It was reported that the procedure was cancelled. A polaris mmg system was selected for use. During the procedure, the screen was black after startup, and the catheter could not show the image. The procedure was cancelled due to this event. No patient complications were reported. .

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; however, the field service engineer (fse) performed an on-site inspection and found out that the motor was unable to recognize the tubing. After cleaning the motor contacts, it operated normally, and the functional test was successful. Risk review: a risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown (prolonged procedure moderate) was defined in the risk documentation. These event type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation is assigned an investigation conclusion code of unintended use error caused or contributed to event. This conclusion was selected because the reason for the black screen after startup, and the catheter could not show the image was likely related to an unintentional interaction of the product from the available information. Furthermore, the event was resolved by properly cleaned the motor contacts. Therefore, it can be concluded that "unintentional interaction" was the most probable cause of the complaint/event.

Event description:
It was reported that the procedure was cancelled. A polaris mmg system was selected for use. During the procedure, the screen was black after startup, and the catheter could not show the image. The procedure was cancelled due to this event. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.